Manufacturer narrative:
Product analysis: visual and microscopic review confirmed that the tip on one break off screw was fractured. A microscopic review of the fracture face revealed that the fracture is consistent with torsional overload with a bending moment introduced as the screw head pushed against the rod. It is noted that the broken screw had been driven down several threads deeper than the screw that is not broken. If the screw is driven deeper using the inner hex after the break-off portion of the screw head has come off, there is a chance to overload the tip of the screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-op diagnosis: revision laminectomy l3/4 procedure: posterior lumbar interbody fusion at l2/5 it was reported that during surgery, the inner portion of the crosslink set screw was found broken after final tightening. Crosslink, set screws and rods were replaced. No fragments remained in the patient. No patient complications were reported as a result of the event.